Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01026 / 03300).

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2015, due to alleged pain. Review of invoice history confirms the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a revision procedure approximately 11 years post-implantation due to leg length discrepancy, aseptic loosening of the acetabular component, cup migration and elevated metal ion levels. During the procedure, brownish synovial fluid, black-stained tissue, fibrous tissue, metallosis and metal debris were noted. The femoral head and acetabular cup were removed and replaced during the procedure. A competitor cup was used to complete the procedure.